Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump fell and hit the ground and site was pulled out. Customer reported of attempting to hold insulin pump away from body scan and pump fell on the ground. Customer's blood glucose was 475 mg/dl, which was treated with manual injection. During troubleshooting, customer reported that drive support cap appeared normal. Insulin pump passed self-test, high pressure test and displacement test. Customer declined further troubleshooting.